Event description:
It was reported that a user experienced brief signal loss between a newly placed dexcom g7 sensor and the ilet, and requested assistance to reconnect; troubleshooting included guiding the user to toggle the ilet cgm setting between dexcom g6 and g7 and to re-pair the sensor, with instruction to allow up to 30 minutes for pairing. Symptoms included no reported adverse clinical effects and no changes to blood glucose levels. Outcomes included continued therapy with no clinical impact and no medical intervention or hospitalization. Customer support included remote troubleshooting and user education. Investigation of this case revealed a communication pairing issue between the cgm and the ilet that resolved with standard reconnection steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-pump connectivity interruption.